Event description:
It was reported that bd neoflon¿ IV cannula leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter is easily bent with poor quality. The catheter luer lock sometimes gets stuck with resistance and difficult to remove after insertion. It can cause injury during insertion.

Manufacturer narrative:
After further evaluation and the investigation completed there was no observation of adapter/connection issues. Peelback was observed and is not reportable. 8041187-2019-00280 is void as this complaint is no longer reportable based on the reporting guidelines.

Event description:
It was reported that bd neoflon¿ IV cannula leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter is easily bent with poor quality. The catheter luer lock sometimes gets stuck with resistance and difficult to remove after insertion. It can cause injury during insertion.

Manufacturer narrative:
Investigation: a review of the past 12 months qn was performed. No qn related to reported defect was raised. 4 photos were returned for investigation. For the reported adapter/ connector/ defective/ damaged, it is not possible to determine the root cause of adapter/ connector/ defective/ damaged from the photos returned. For catheter tip integrity, based on the verbatim, it is similar to catheter peelback. For peelback of catheter, the probable root cause could be due to tubing material. CAPA#81917 was issued to review the tubing material.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8201195. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-20. Medical device lot #: 8201198. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-20. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter is easily bent with poor quality. The catheter luer lock sometimes gets stuck with resistance and difficult to remove after insertion. It can cause injury during insertion.